Manufacturer narrative:
Corrected: event/problem description, brand name, common device name, catalog #/lot #, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege patient suffered the following personal and economic injuries as a result of the implantation with the asr hip implant: the need for additional medical treatment. Patient has not yet scheduled an explantation of the asr hip implant. Update: (B)(4) 2012 - part/lot information was identified. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update: (B)(4) 2011 - plaintiff's preliminary disclosure form was received, which identified correct part/lot information for the cup. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege pt suffered the following personal and economic injuries as a result of the implantation with the asr hip implant: the need for additional medical treatment. Pt has not yet scheduled an explantation of the asr hip implant.